Manufacturer narrative:
Examination of the returned products by depuy france confirmed the problem. Although the exact root cause could not be determined, misuse may be a contributing factor. As the analysis has not highlighted any initial product failure, no corrective action is indicated.

Event description:
The locking screws failed to lock into the metaglene causing a 20 minute delay in surgery.